Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. A lot review was done and the complaint of leakage was confirmed based on the confirmation of the issue on samples from the same lot on another complaint. The reported complaint on the 142550489 can be confirmed based on a similar complaint from the same lot. The probable cause is due to a small centralized leak on the filter. The damage is typical of an electrostatic discharge to the filter vent. The source of the electrostatic discharge build up is unknown. Filter vent leaks are currently under further investigation at the manufacturing location in costa rica.

Event description:
The incident involved a primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch. As per report, 31-year-old patient presented for chemotherapy treatment. At the initiation of the procedure when saline was flushed through intravenous tubing, solution was found to be leaking through the filter. New tubing from a different lot was used without issue, and patient¿s chemotherapy administration was successfully completed. No defects were identified by the nurse prior to using the device. There was patient involvement and no patient harm. This represents the first of two reports.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.